Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. Initial reporter fax -(B)(6). Device evaluated by MFR.: promus element plus,mr,ous 2.50x32mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found proximal stent damage. The undamaged stent outer diameter was measured the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 90% stenosed, concentric target lesion with a bend between 45 and 90 degrees was located in the moderately tortuous and moderately calcified distal left circumflex artery (lcx) to proximal posterior descending artery. Following pre-dilatation with a 2mm semi-compliant balloon, a 2.50mm x 32mm promus element plus drug-eluting stent was advanced but failed to cross the lesion due to tortuosity in lcx. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.